Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One endobronchial tube sample was returned for evaluation contained in its original open unit pack. Visual examination showed no signs of any defect, and the stylet wire has not been returned with the sample. Both cuffs on the returned sample were inflated using the parameters set out, and inflated without any defects or restrictions noted. The cuffs were deflated with no issues noted. The returned unit was inflated /deflated three times, and no issues were noted. The reported defect could not be detected on the sample returned for evaluation. All of our broncho catheters products undergo a four hour inflate/deflate test prior to release from our manufacturing facility, and it is at this stage in the process that any defects are removed from the lot. The device history review (DHR) performed for lot 201305371x was reviewed, and confirmed that the lot was manufactured to meet all of the blueprint specifications and quality requirements. (B)(4).

Event description:
Customer reports: during the cuff balloon test before use, the cuff did not deflate. There was no pt injury reported.